Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. The patient underwent an ipg explant procedure. The explanted ipg was discarded by the medical facility.